Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a level that was displayed as ¿low¿; however, a specific value was not provided, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the basal suspension and customer treating a false low, customer's blood glucose (bg) rose and experienced diabetic ketosis. Highest bg level was not provided at time of the event. Due to the elevated bg level the customer loss consciousness. Customer went to the emergency room (ER) and was admitted into the intensive care unit. Customer was treated with intravenous fluids of insulin and saline and was released from the hospital on (B)(6) 2025. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.